Event description:
It was reported that the patient developed an infection. In addition there was vegetation on the leads that was confirmed via an ultrasound. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.